Event description:
It was reported that the pt's implantable neurostimulator read >4000 ohms. The pt had not used stimulation in over one year. It was also reported that the pt's ins was "dead". Additional info received reported that the ins system was replaced and that impedance readings were normal once the leads were replaced. The pt was still not receiving adequate stimulation at the time of this report. Additional info has been requested, but was not available as of the date of this report.

Manufacturer narrative:
.